Manufacturer narrative:
The customer contacted siemens to report that an atellica im 1600 instrument operator received a scratch on her finger while troubleshooting a motion error in the reagent compartment. The operator reportedly followed laboratory procedure and completed an accident report. The scratch did not require stitches. A physician gave the operator seven days of sick leave as a safety measure because the operator works with biological samples. A siemens investigation determined that in order for the reagent compartment to move unexpectedly during the troubleshooting of a motion error, the safety interlock switches have to be bypassed. The cause of the unexpected reagent compartment motion was a use error of bypassing the safety interlock switches. The instrument is meeting specifications. No further evaluation of this device is required.

Event description:
An atellica im 1600 instrument operator received a scratch on her finger while troubleshooting a motion error in the reagent compartment. The operator accessed the reagent compartment by opening the back cover and was repositioning an undocked ancillary reagent pack when the reagent compartment moved unexpectedly. There are no reports of operator intervention or adverse health consequences due to the scratch on the operator's finger.